Event description:
Patient reported having a uti based on the results they received from an app. Repeat testing in clinic did not show any evidence of uti. After reviewing the app, it appears like this product does not have FDA approval and is inappropriately providing medical diagnosis. Website: (B)(6). FDA safety report ID# (B)(4).